Manufacturer narrative:
The problem was observed during fco servicing, which is outside of clinical use and therefore, not reportable.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) reporting that while emsar was performing fco86600050 it was observed that the unit would not power on. The battery was replaced and the unit still would not power on. The customer reported there was no patient involvement at the time the issue was discovered.